Event description:
It was reported that a short occurred on the ventilator pigtail connector which resulted in a very slight burst of smoke and blackening of the connector. No patient harm reported. The ventilator did not stop operation and ran from the internal battery until the patient could be placed on another ventilator.

Manufacturer narrative:
Na